Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient experienced hallucinations, a tremor (presumed to mean seizure) and a loss of consciousness. The patient¿s cgm displayed 180 mg/dl but the patient¿s bg was 20 mg/dl. The patient¿s parent provided the patient with 3 glasses of soda which were ingested when the patient was able. An hour after ingesting the soda, the patient¿s bg was 111 mg/dl. At the time of the report, the patient was feeling well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d and e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.